Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was examined, and this showed slow leakage at the tube connector area. The examination showed the end of the tube shaft had a notch to allow for insertion of the airway line, however, the notch was too deep, which allowed for the notch puncturing the tube shaft.

Event description:
It was reported the device was in use with patient for 5 days when cuff leakage occurred. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information was received that the intervention correction was necessary and that it was necessary to change the cannula. The patient showed signs of stress and it was found that there was a leak at the cuff site. This information changes the type of reportable of event to a serious injury.